Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip device is filed under a separate medwatch report number.

Event description:
This is filed to report gripper actuation issues. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3 and functional tricuspid regurgitation (tr) grade 3. A xt mitraclip was implanted on the mitral valve successfully, reducing mr to grade 1. A xtw mitraclip (21208r1023) was then prepared for use, however, during preparation the grippers would not lower simultaneously. One would not raise and lower. Cycling the lock lever could get it to actuate but not at the same time as the other gripper. Therefore, the clip was exchanged. There was no patient involvement. Another mitraclip xtw (21202r1010) was prepped and used off-label on the tricuspid valve. After deployment, the clip tilted anterior but was still stable. Two minutes later it was noticed to be detached from the anterior leaflet (single leaflet device attachment (slda)). An xt mitraclip was implanted to stabilize the slda, reducing the tr to grade 1. The slda was thought to be due to poor imaging. There were no patient consequences or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Returned device analysis did not confirm the reported single gripper actuation issue (difficult to open or close). A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no similar complaints from the lot. Based on information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling. D4: lot number updated from 21208r1023 to 21207r1023.